Event description:
Date of implant: (B)(6) 2021. The doctor explanted the iol since he noticed the trailing haptic was separated at the tip just after iol insertion. The piece of haptic was remained in the injector. Patient impact: intra-operative explantation.

Manufacturer narrative:
This initial and final emdr is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Appearance check result of the product was consistent with the reported information. The dye test result showed the injector tip was properly coated. Proper coating is needed to advance the lens. We could release a re-installed iol from the returned injector without any problems. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: 255). The exact root cause was not determined. However, from our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.